Event description:
(B)(6) male (B)(6) admitted with tetralogy of fallot with pulmonary atresia requiring IV therapy. On (B)(6) 2015, pt's IV with ns infusing as a carrier fluid was found to be leaking at the time of blue connector. Upon further inspection, hub demonstrated a crack on it. IV tubing was changed out. No pt harm. Heart defect.